Event description:
The customer stated that the meter read 420 mg/dl and that the customer wasn't feeling well, so they called an ambulance. The ambulance crew tested the pt 20-30 minutes later and indicated that they received a lower reading and asked the pt to have the meter tested. The ambulance transported the patient to the hospital where an IV was administered. The pt indicated that she believed that at the hospital the ambulance crew stated that they received a reading "in the 40's". A review of the system was conducted over the phone. This review indicated that the system was functioning according to specifications.

Manufacturer narrative:
A review of the system was conducted over the phone and this review did not indicate any malfunction of the system - the complaint could not be confirmed. This complaint is considered closed for purposes of MDR.